Manufacturer narrative:
H.6. Investigation: investigation summary: bd received contaminated samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced poor sleeve function. The following information was provided by the initial reporter: customer reported that when removing the needle, the rubber was skewed and some blood came on the patient. Customer told that in this case fortunately only one tube of blood would have been needed. It concerns an eclipse signal with integrated holder.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced poor sleeve function. The following information was provided by the initial reporter: customer reported that when removing the needle, the rubber was skewed and some blood came on the patient. Customer told that in this case fortunately only one tube of blood would have been needed. It concerns an eclipse signal with integrated holder.